Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right atrial (ra) pace impedance measurements, measuring greater than 2000 ohms. Subsequently, during routine generator change, the physician opted to surgically abandon and replace the ra lead. The ra lead was successfully replaced. No additional adverse patient effects were reported.